Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2 , h6 (investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the pneumatic module assembly ((B)(6)), the drive manifold assembly ((B)(6)), the power management pcb ((B)(6)), and the power on switch cable (0012-00-1675). The unit was functionally tested without any issue. The iabp was released to the customer and cleared for use.

Event description:
N/a.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit has fluid (blood) invasion. Staff was able to swap units and proceed with therapy successfully. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse gave the customer a quote with all effected parts, but the customer has not provided a purchase order for the repair. The unit was not recommended for use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.